Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Cleaned and regreased the high voltage cables. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a popping noise was heard on the 9800 system during high level fluoro. There was no report of pt injury.